Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd q-syte closed leaked on (B)(6) 2024, a patient in the oncology department underwent surgery for gastric cancer. The nurse installed an infusion port for the patient and used an infusion connector for infusion treatment. Ten minutes after the infusion began, the patient's family said that the patient's clothes were soaked. The nurse checked and found that the infusion connector was leaking. The infusion connector was immediately replaced to ensure that the patient continued to receive infusion treatment. This caused a waste of the patient's liquid medicine and prolonged the patient's treatment time.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3093406. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information.